Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels in the 200 mg/dl range and a bolus of insulin was delivered to correct the bg level. The customer reported to decrease the insulin delivery from 100 to 50% and does this on a random basis. Reportedly, the customer had been using apidra insulin in the pump.